Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000mcg/ml at 1100mcg/ml) via an implanted pump. Indication for use was noted as intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall had occurred. The patient started hearing a critical alarm and logs showed that a motor stall had occurred at 08:17 on (B)(6) 2015. The patient was sleeping in bed at the time. There was no magnetic interference. The patient had not had an MRI. No symptoms were reported. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).